Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2 of 5. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) assisted the hp to clear the alarm, explained the alarm and advised to contact the nurse of this incident. There was no obvious cause of the alarm. During a follow up with the nurse regarding the reported problem, it was revealed that the nurse was aware of the reported alarm and that the hp was continuing therapy just fine on the hc cycler. The nurse stated that the hp reported air kept being sucked into the cassette and so he had to discard the set up and started over. The nurse stated that the hp did not see anything unusual with the cassette. The nurse added that he has not heard the alarm repeat. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the se 2240 (air in set) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).